Manufacturer narrative:
Exact event date unknown, event occurred over the weekend.

Event description:
It was reported that the patient lost weight and was experiencing pain at the pocket site due to ipg migration. The patient underwent a revision procedure wherein the ipg was anchored down so it will no longer be mobile. The patient was doing well post operatively. Nothing was explanted.